Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula was bent within 3 hours of insertion which led to high blood glucose level of 340 mg/dl on (B)(6) 2024. The insertion site was at upper buttocks. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotates the site location. The issue got resolved by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.